Manufacturer narrative:
H10: of the reported malfunction, it was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2020-04088. H10: for the reported event, lot number was not provided. The device was not returned for evaluation. Medical records were provided and reviewed. The medical records confirmed for retrieval difficulties, mal-positioned filter and positioning issue. Additionally, it can be confirmed that the patient experienced pe post deployment. A root cause has not been determined. The device was labeled for single use. H10: g4, h6 (method code)). H11: g1; b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficulty removing, positioning issue, and malposition of device. This information was received from one source. The difficulty to remove, positioning issue and malposition of device involved one patient with no patient consequence. The patient was reported to be a female of 73 years old and weighed 95 kgs.

Manufacturer narrative:
The device has not been returned for evaluation; however, the medical records have been provided for review. The investigation is confirmed for retrieval difficulties and inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficulty removing, positioning issue, and malposition of device. This information was received from one source. The difficulty to remove, positioning issue and malposition of device involved one patient with no patient consequence. The patient was (B)(6) years old and weight nor sex were reported.